Event description:
Reportedly the user was re-implanted due to affected channels. Performance drop to 30% causing discomfort and difficulty in understanding. The user was re-implanted.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found are attributable to the removal surgery. Based on the received information from the field, bone growth over the reference electrode seems to be the cause for the observed issues. This is a final report.

Event description:
Reportedly the user was re-implanted due to affected channels.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.